Manufacturer narrative:
Upon further evaluation of the device, service found the adhesive on the rubber covering was detached. The interior braid of the bending tube was deteriorated and had loosened. Due to wear of the angle wire, the bending angulation in the up/down/right directions did not meet specification. The control unit was dirty, and the suction cylinder was shaved. Scratches were observed on the connecting tube and universal cord. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility returned the subject device to an olympus service center for annual maintenance with no complaint reported. Upon inspection and testing of the returned device, service found foreign material in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. There was no patient or user injury reported due to the event, as the issue was found by service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.